Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that before use on the pt: the packet noticed to contain 11 pieces of patties instead of the usual 10 pieces. One patties was also missing its string.